Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. Multiple troubleshooting techniques were attempted but were unsuccessful. When a magnet was applied to the device tones were not emitted. There was a concern the device battery depleted earlier than expected. Device status and battery were unable to be assessed via data analysis. Replacement was recommended. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. Multiple troubleshooting techniques were attempted but were unsuccessful. When a magnet was applied to the device tones were not emitted. There was a concern the device battery depleted earlier than expected. Device status and battery were unable to be assessed via data analysis. Replacement was recommended. No adverse patient effects were reported. Additional information was received indicating the device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. Multiple troubleshooting techniques were attempted but were unsuccessful. When a magnet was applied to the device tones were not emitted. There was a concern the device battery depleted earlier than expected. Device status and battery were unable to be assessed via data analysis. Replacement was recommended. No adverse patient effects were reported. Additional information was received indicating the device was explanted. No additional adverse patient effects were reported. The device was later returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.